Manufacturer narrative:
Fileclip (loose connection) defective, replaced. In the course of the repair, we also replaced the battery. In course of the review we updated the software. Test plugger was not delivered. Functional testing and test measurements without error.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 5 apex locator gave incorrect measurements. The event outcome is unknown as of this MDR evaluation.